Manufacturer narrative:
This report was updated. Reference manufacturer report no. 2015691-2013-19372 for the first event reported for this complaint/case.

Manufacturer narrative:
Per the device's instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include but are not limited to cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, hemorrhage (bleeding) which may require intervention. The majority of transapical or transaortic access related bleeding complications (including aortic or ventricle ruptures are related to surgical technique and/or diseased ventricles / aortas during the insertion or removal of the sheath. In this case, patient and procedural considerations likely caused or contributed to the event; per report, the patient had very friable ventricle tissue. There was no report of a device malfunction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. This is one of two manufacturer reports being submitted for this case. A second report is being submitted for the left main occlusion post valve deployment.

Event description:
As reported by the edwards sales representative, during a transapical transcatheter aortic valve replacement (tavr) procedure there was the patient's ventricle was ruptured and surgical repaired was required. Per additional information received, this patient did well following the tavr procedure. As reported by the edwards sales representative, balloon valvuloplasty bav with 20mm x 5 zmed balloon was performed thru a 12f sheath in the groin to visualize native leaflets and their relationship to the left main (lm) (distance from annulus to lm was 9mm). It was decided to move forward with tavr after balloon valvuloplasty (bav). The left ventricle was accessed thru the apex and the ascendra sheath was inserted. It was noted at this time that the apex was very friable and bleeding quite a bit. The 23mm sapien was deployed 50:50 with trace-to-no aortic insufficiency. It was noticed on a post deployment root shot that the lm was compromised. Lm was ballooned and stented with an excellent result. There was trouble closing the apex and the bleeding continued. A decision was made to place the patient on cardiopulmonary bypass (cpb) to compress the ventricle and try closing the apex that way. At this time they also noted that there was a retrograde dissection in the descending aorta caused by the 'jetting' of the cpb arterial cannula (non-edwards device). A decision made to do a sternotomy to be able to close the apex and repair the aorta. The patient was transferred to ICU.